Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was detached from the connector between (B)(6) 2023. The issue occurred with 4 infusion sets used for a day and a half. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.